Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the articulation rod was missing. Device articulation is considered a secondary function for the reload and does not impact the firing cycle and staple formation. Functionally the reload was loaded into a representative instrument and was applied to test media with proper staple placement and media transe ction. A review of the device history record indicates this product was released meeting all manufacturer's quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. During assembly, the articulation rod was not placed into the reload. The product analysis established a relationship between a device failure and the reported incident of articulation insufficient. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic lobectomy. The reload would not articulate on two different stapling handles. The device was not used on the patient. The stapling handles were used successfully with another loading unit. No patient injury.